Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a peeling test strip issue with some one touch verio test strips. The patient claimed that the test strips were peeling prior to insertion into a meter. The patient did not allege any harm or injury because of the reported issue. The subject test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the test strips had a peeling issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were evaluated and found to peel upon insertion into a meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510 (k) # is k093745.